Manufacturer narrative:
(B)(4). According to the currently available information, a damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation at the explanted device is necessary. At this time there is no additional scheduled follow-up. The clinic is to alert med-el if the patient_s telemetry or performance changes in anyway. The channels affected by fluctuations and high impedances have been turned off. The patient has overall 6 channels available for stimulation.

Event description:
It was reported that in-situ measurements showed an increase in the number of electrode channels with status high and fluctuating impedance values. Previous in-situ testing in (B)(6) 2014 was within normal limits.

Event description:
It was reported that the latest in situ measurements showed 2 electrode channels with status hi. Previous in situ testing was within normal limits. No trauma was reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Manufacturer narrative:
(B)(4). Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
It was reported that in-situ measurements showed an increase in the number of electrode channels with status high and fluctuating impedance values. Previous in-situ testing in (B)(6) 2014 were within normal limits. No trauma was reported. They are continuing to monitory the patient on a regular basis. There are no known medical issues with the child. The patient was explanted.